Manufacturer narrative:
The device was evaluated by a service engineer (se). The f050 error on the blood gas analyzer (bga) was confirmed. Therefore, the bga monitor was replaced. Subsequently, all testing was successfully completed with no further issues.

Event description:
The device user (du) reported terumo f050 error (display error message). The device did not allow the du to ignore the message. The du was unable to utilize any buttons on the terumo to advance the screen. The clinical specialist (cs) advised the du to restart the metra multiple times, but it did not resolve the issue. Further troubleshooting was also attempted, but it also did not resolve the issue. The du was advised not to use the metra device since it could not move forward to attempt manual calibration. Subsequently, a backup metra device from another site was borrowed for use.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation is pending completion.

Event description:
The device user (du) reported terumo f050 error (display error message). The device did not allow the du to ignore the message. The du was unable to utilize any buttons on the terumo to advance the screen. The clinical specialist (cs) advised the du to restart the metra multiple times, but it did not resolve the issue. Further troubleshooting was also attempted, but it also did not resolve the issue. The du was advised not to use the metra device since it could not move forward to attempt manual calibration. Subsequently, a backup metra device from another site was borrowed for use.